Manufacturer narrative:
Three photos were taken by the customer that verify the air in line complaint. No sample was returned for investigation. Due to no sample being returned, an investigation can not be performed and the root cause is unknown. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
E1: address was not located, and (B)(6) was used. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles/air in line. The following information was provided by the initial reporter: the staffs reported that the alaris pumps have air in line during infusion. After we have tested the alaris pumps, and they all passed the inspection and pm. Additional information received from the customer: please share the material and lot number associated with reported issue: answer: na was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? Answer: no patient injury.